Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple errors. The customer's blood glucose level was 182 mg/dl. The customer reported that the insulin pump had a critical pump error. The customer reported that they received a broken force sensor was detected during seating or regular delivery alarm prior to critical pump error. The customer reported that they were unable to clear the alarm. The customer also reported that the insulin pump had a frozen display. The customer stated that the insulin pump was not exposed to a high magnetic field. The customer reported that there was no response from any buttons. Customer reported that the alarm occurred during the time that the buttons were not responding. They stated that the insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer was unable to try pump with remote and the insulin pump screen turned off. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery error alarm due to the force sensor flex cable not aligned properly in the connector. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify frozen display and unresponsive buttons due to critical pump error (open book image) alarm.